Event description:
It was reported that the camera head had a loose contact, rainbow colors, and the picture partially disappeared. The issue was found during preparation for use for a therapeutic surgical hysteroscopy procedure and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed and determined the following cause: because cable unit is crushed and deformed and the camera is chipped, flare occurs. Based on the results of the investigation, the most probable cause of the complaint is cause traced to the user not following the manufacturer's instructions. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is crushed and deformed and the camera is chipped, flare occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a loose contact, rainbow colors, and the picture partially disappeared. The issue was found during preparation for use for a therapeutic surgical hysteroscopy procedure and completed with the same device. There were no reports of patient harm.